Event description:
It was reported by service report that the jack was drifts and the foot end cover was cracked. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.